Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing intermittent low blood glucose (bg) level of 30-65 mg/dl. Cause was not known. On one occurrence the customer fainted, broke a rib, and their partner administered a glucagon injection to address bg. For all other occurrences the customer also consumed carbohydrates to address bg.